Event description:
On (date unknown) at the (B)(6), it was reported that two units from the same lot of the arterial filter quart hbf-140 were leaky. Note: this MFR report number is being submitted for the first unit. MFR #8010762-2014-01061 is being submitted for the second unit. (B)(4).

Manufacturer narrative:
(B)(4). Per the laboratory evaluation reported dated november 30, 2011 wherein leakage testing was performed, it was confirmed that there was a leak in the filter housing at the venting valve. The root cause could not be determined but under certain conditions stress within the material can result in leakage in the housing. 100% leak testing and visual inspection of the part is performed in the assembly process. (B)(4).